Event description:
It was reported that reduced r-wave amplitude was noted on the right ventricle (rv) lead in bipolar configuration and the device was reprogrammed to unipolar configuration. Later, during a follow up in clinic, noise resulting in oversensing, inhibition of pacing, and arrhythmia was noted on the rv lead in unipolar configuration. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no anomalies were noted. Bipolar configuration was tested and undersensing was noted on the rv lead. Abbott technical support was contacted, the rv lead remains in use with unipolar configuration, and the device was reprogrammed. The patient was in stable condition.